Event description:
The user facility reported that the physician noted a significant trauma on the pt's bowel due to discoloration of the surrounding tissue during a diagnostic colonoscopy. Immediately following the procedure, the pt complained of severe abdominal pain. The pt was immediately transported to the hosp for x-ray. The x-ray result revealed a bowel perforation, and the pt was taken to surgery the next morning for surgical intervention. Following the surgery, the pt reportedly experienced a "respiratory code" developed a new onset of atrial fibrillation, which resulted to the pt being admitted to the intensive care unit for unk period of time. The pt has subsequently been released from the hosp. Hosp personnel have indicated that they did not believe the endoscope to be the source of the perforation.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device was evaluated, and passed electrical safety testing. The angulation deflection was noted to be low and the bending section cover glue was cracked, but no sharp edges were observed on the device. The cause of the pt outcome cannot be conclusively determined, however, user technique and pt's anatomy cannot be ruled out as contributing factors. This report is being filed as a MDR in an abundance of caution.